Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was returned and analyzed. No abnormalities were observed during visual inspection. Pressure tests were performed on the supply lines of the cassette with no issues noted. A batch review of the potentially associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the homechoice (hc) cassette and a supply bag was not secure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.